Event description:
It was reported that the 5/32 inch drill with jacobs chuck was observed to be missing the blue ring during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device was evaluated and the reported event was confirmed. The device was missing the colored ring. A definite root cause was unable to be determined. The device was placed in parts retention.